Manufacturer narrative:
Device b: d5,6; h2,3,4,6: g4: added add'l info. H6; anvil dislodged. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, ab k0174 y; cartidge pan in place/condition, ab yes/good; condition of drivers, ab good; lockout tabs on pan condition, ab fired and position/condition of wedge sleds, ab fully fired. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab damaged; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no and result of attempted firing, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instruments were returned with the anvils dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvils were re-aligned and the instruments were cycled, fired, cut, and formed the staples within design spec. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsw35 the physician fired the device on broad ligament, released the device and then closed it to remove the device from the trocar. The scrub tech then attempted to release the device to reload and it would not release (the top jaw was loose). A new tsw35 was opened and the same thing happened with the second device. A third device was opened to complete the case. There was no consequence to the pt.